Event description:
It was reported that the patient passed out and then was shocked. The patient was referred to the physician to discuss the device programming, however the patient stated the medical doctor (md) said the device performed normally and there was no issue. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.